Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a ipg replacement surgery on (B)(6) 2017 (ref. MFR. Report#1627487-2017-02209) diagnostic testing of the lead revealed all contacts as invalid. As a result, the original lead was explanted and replaced with a new lead which resolved the issue.